Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high, out of range pacing impedance measurement. This lead was surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.